Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the tower door 4 latch was failed when the user tried to remove medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the tower door latch was malfunctioning. The field service engineer (fse) inspected door four on the tower, which had consistently failed to stay closed upon arrival. The fse opened the latch column and observed that grease had already been applied to the latches. The fourth latch was replaced, and diagnostics were performed to verify functionality. The device successfully passed all diagnostic tests. The customer was able to perform inventory multiple times without any failures. All tower doors were opened and closed during testing, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.